Event description:
Pt was treated in 1/2004. Thermage was notified of event in 11/2004. Pt developed hyper-pigmented ridges on both cheeks extending from lower jaw line to mid cheek near the ears, at about two months post treatment.